Event description:
Revised for pain, exchanged insert, resurfaced patella.

Manufacturer narrative:
No product was returned for examination. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the root cause of the reported pain. Provided info suggests the pt's natural patella was a contributing factor. The initial reporting indicated the product was not suspected of failing to meet specs or of contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.